Manufacturer narrative:
No report of injuries, procedural delays or cancellations. During the time of the reported event, water began to leak from underneath the unit causing water damage to the electrical box in the unit which triggered the "motor overload tripped" alarm. A steris service technician arrived onsite to inspect the reliance 444 washer and found that the source of the leak was the connecting hose in the unit. The technician changed the power supply, replaced the connecting hose, tested the unit, and confirmed the reliance 444 washer to be operational. Steris discussed the reported event with the district service manager. The unit was manufactured in 1999 and is under steris service agreement.

Event description:
The user facility reported their reliance 444 washer was leaking water.